Manufacturer narrative:
(B)(6) hospital reports: revision of a tri-lock stem for thigh pain 18 months post implantation. Stem has a pedastool at base of tip. Clinically the stem may have been a little loose. Examination of the returned products was unable to confirm the reported event. A search of the complaint database did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised to address pain attributed to stem loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.